Manufacturer narrative:
(B)(4). This report is currently under investigation. At this time there is no confirmed device malfunction nor has there been a causal correlation between the ultrasound tee device and the pt's death.

Event description:
The customer reported that a pt died as a result of infection after cardiac surgery. The customer reported that the x7-2t tee transducer was in use during cardiac surgery and may have been the source of the infection.